Manufacturer narrative:
Manufactures investigation conclusion: the account did not report any adverse events. It was reported through the patient outcome; the patient was transplanted on (B)(6) 2021. Additional information was requested but not provided. No product is available for investigation. The hmii lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the hmii lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a transplant on (B)(6) 2021. Additional information was requested but not provided.